Manufacturer narrative:
UDI= (B)(4). Additional information was received that no further information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was complaining of oozing and a little bit of burning sensation at the battery site. The patient was prescribed antibiotics.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was complaining of oozing and a little bit of burning sensation at the battery site. The patient was prescribed antibiotics.